Event description:
It was reported that a spectrum infusion pump had a downstream occlusion when primed tubing set. This occurred during preventative maintenance testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. During functional testing, a downstream occlusion did not occur. A review of the event history log revealed downstream occlusion messages. The alarms in the log were likely a result of normal pump operation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation observed and found that the pump passed the downstream occlusion testing and downstream sensor was within the specifications. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.